Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a liver rfa (radiofrequency ablation) procedure. According to the complainant, after positioning the electrode at the 3.5 cm tumor, an attempt was made to extend the array halfway. However, the array fully extended. Additionally, the account indicated that fluid leaked at the handle. The procedure was able to be completed with this leveen coaccess electrode system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a liver rfa (radiofrequency ablation) procedure. According to the complainant, after positioning the electrode at the 3.5 cm tumor, an attempt was made to extend the array halfway. However, the array fully extended. Additionally, the account indicated that fluid leaked at the handle. The procedure was able to be completed with this leveen coaccess electrode system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) (unable to extend array halfway). (B)(4) the reported event of electrode fluid leak. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the introducer revealed no issues. Functionally, the cannula was able to be moved freely within the introducer. A visual examination of the array found that it was in the closed position. Four score marks were present around the circumference of the plunger shaft. Functionally, the array was able to be extended and retracted without issue. When extended, the tines were found to be evenly spaced and showed no signs of deformation or bending. The condition of the returned incident device was not consistent with the complaint that the device was defective. Based on the evaluation, score marks were identified on the plunger shaft which is indicative of an attempt to use the device in a partial deployment setting. However, the directions for use (dfu) document indicates that only the 5.0 cm leveen needle electrode should be used in a partial deployment setting. Therefore, the most probable root cause is user error as this method was attempted with the 4.0 cm electrode. (B)(4).